Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that aspiration was lost. A 2.1mm jetstream xc atherectomy catheter was selected for an atherectomy procedure in the right superficial femoral artery (sfa). The device lost aspiration during the procedure. The device was removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was reported as fine.